Event description:
As a home infusion company, we utilize a re-sealable male end cap and blunt cannula needless catheter access system. In (B)(6) 2013 we began using a re-sealable and cap from carefusion and compatible locking blunt cannula from bbraun. The bbraun, clip lock cannula product had a closed cap on the end of its blunt tip. We instructed pts to attach a new locking cannula to the end of IV tubing that they were going to re-use for subsequent doses. The capped locking cannula served as a device to maintain a closed/sterile system for the IV tubing. The bbraun product became unavailable shortly after we began using it. Therefore we found an equivalent product from bd, the lever lock cannula (#303370) and used this product until the end of (B)(6) 2013. During the interim period, the bbraun clip lock cannula became available and we planned to transition back to that product as of (B)(6) 2013. On (B)(6) 2013, we discovered that the bbraun clip lock cannulas no longer had a closed cap on the end of the blunt tip. The product now has an open straw-like cap on the end of the blunt tip. This device is now unacceptable to maintain a closed system for out IV tubing sets. The device change did not result in a product number change nor was it accompanied with a notification by the MFR. Homemed immediately discontinued use of the bbraun clip lock cannula. It is estimated that 400 units had been dispensed to our pts. We replaced all bbraun clip lock cannulas in the field with the bd lever lock cannulas. To date, we have not received any adverse events or reports related to the open system bbraun product. We have filed a complaint with bbraun. From a user's perspective, bbraun's product change without user notification was unacceptable and could have led to pt harm. The open cap, could have increased the likelihood of microbial contamination of IV tubing thus causing blood stream infections.